Manufacturer narrative:
The pump was tested at the user facility by manufacturer's field technician and operated within specifications.

Event description:
Reportedly, the subject device was delivered to biomedical engineering with an anonymous note that said "over administered med dose". No patient injury was reported.